Event description:
A pt reported they were hospitalized due to their one touch basic giving inaccurately high readings. The results on their meter were 350 and in the 400's mg/dl. The result from the lab was 100 and 116. The time difference between tests is unk. Treatment was unk. Pt reported no symptoms. Unable to reach pt. Home health nurse had called on behalf of customer. No further info has been reported.